Event description:
It was reported that the customer received a button error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to flattened dome switch. No button error alarm noted. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.